Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use an unknown intra aortic balloon (iab) had an autofill failure. No patient harm was reported.